Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge with 250 units. Reportedly, the pump displayed 60 units. The customer's blood glucose level was 300 mg/dl. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support.